Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed a minimal amount of hazy residue on the front screen but no other signs of damage or contamination were found. The touchscreen was installed in an fi test ventilator. The ventilator was started-up in diagnostic mode and a touchscreen calibration was successfully performed. The raw and pixel coordinates continuously increased or decreased every time a finger was moved diagonally across the screen without any jumps or reversing counts. The ventilator was started-up in normal ventilation mode and delivered breaths without errors occurring. The different tabs could be selected and parameters could be changed using the touchscreen. Using the nav-ring, the parameter continuously increased or decreased without jitters or jumps and the controls test passed. The controls pv test was executed and passed. No failure was found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem.

Event description:
Customer reported that the touchscreen was unresponsive. There was no patient involvement.